Event description:
A synthes 1.3mm plate, implanted in 2004, broke two or three days post-operative. Pt was reportedly concerned about palpable plate post-fixation so surgeon used the 1.3mm instead of the usual 2.0mm plate. Broke 1.3mm plate was removed and replaced with a 2.0mm plate.